Manufacturer narrative:
Device lot number not available as the site discarded the part before the lot number could be documented. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that while outside of procedure, the screw of the spine clamp was stripped and had difficulty clamping. There was no patient present at the time of the issue.